Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A stryker micro drill was sent in for repairs because it overheated and then stopped working. The event occurred during prep and no adverse consequences were associated with the event. Another device was used to complete the procedure.